Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg may be inoperable. As a result, surgical intervention may be pending.

Event description:
Follow up revealed that the patient had their ipg replaced with a different model. Issue has been resolved.